Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
Customer reports that the last firing of the case, the gastro-j anastomosis, the stapler reload did not staple the full length of the cartridge. The surgeon resected more jejunum and redid the anastomosis. Everything proceeded without further incident from the point. UDI, age and weight are not available. Lot number and UDI for the handle is not available. No patient injury. There was unanticipated tissue loss but the extent of the tissue loss is unknown. No tissue damage. No bleeding no delay in surgical time. Nothing fell in the surgical cavity. No reinforcement material used. The current status of the patients is recovered.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) surgical video and one (1) reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual evaluation of the returned reload noted that it was fully fired. Visual evaluation of the returned video noted two unidentified instruments and a possible staple line. However, the video was inconclusive in terms of this investigation. During functional evaluation, the interlock was overridden and the reload was cycled successfully. Engineering's evaluation of the reload found evidence of staple presence in the distal most staple pusher. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.